Event description:
It was reported that the customer was hospitalized for high blood glucose. Attempted to contact the customer and left a voice mail to call back to give more information on the hospitalization. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.